Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that a wallflex biliary uncovered stent was to be implanted in the bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tight and was dilated prior to stent placement. During the procedure, the stent was deployed; however, there was difficulty in removing the delivery system. The physician attempted to resheath the stent several times but it was stuck and the delivery system was still unable to be removed. A rat-tooth forceps was then used to remove the stent along with the delivery system. The procedure was completed using plastic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.